Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "power fail" code was found in the ventilator's downloaded error log. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of a ventilator inoperative condition occurring and during the evaluation of the device at the manufacturer's service center, a "power fail" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.